Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was free flow through a solution set during infusion. The reporter stated that the roller clamp was locked, but ¿some fluid¿ continued to run through the set. The device was being used with an unspecified infusion pump. The amount of medication the patient received was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.